Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having an issue with the insulin pump as it keeps crashing. Customer changed the set and her blood glucose went from 45 mg/dl to 35 mg/dl. Customer ate and woke up with a blood glucose reading of 63 mg/dl. Customer ate a sugar donut and drank a small (B)(6). Customer has been experiencing low blood glucose today. Troubleshooting was performed and customer stated that the pump was not exposed to an MRI. Customer was advised to speak with her health care professional regarding the low blood glucose. Customer was advised to monitor the pump.